Event description:
During an atrial fibrillation ablation procedure, while preparing for the point by point radio frequency ablation, the extension port detached from the sheath hub. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the extension tubing had detached from the sideport of the hemostasis body due to a weakened bond. As a result of this finding, abbott is performing further investigation.